Event description:
Found during routine testing. The customer reported that the device does not charge the battery when connected to ac power. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the power supply and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply in the failure analysis ctr but could not reproduce the reported problem and root cause could not be determined.